Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, and bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. And bilateral exchange from textured to smooth implants, due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and opening curved on radius. A visual and microscopic analysis was performed which identified, opening crease sharp on radius, crease fold, wear abrasion and stress marks. Based on the device analysis, the final assessment is: an opening crease sharp on radius assessed, as fold flaw opening.